Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the compromised force sensor system alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the button keypad anomaly. Unable to verify the backlight anomaly due to the button keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. No unexpected dark dot anomaly or motor moving on and off anomaly noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons kept counting up and the device would not reset. Device alarmed compromised force sensor system alarm and customer was unable to clear the alarm. Customer's blood glucose was 260 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.